Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of rezc0065 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (rezc0065) have been reported from the same india facility. The device has not been returned to the manufacturer, at this time, for evaluation. Device not returned.

Event description:
Allegedly, catheter got fractured in the place of clamping, reportedly within 5 days of insertion.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a fractured extension leg was confirmed but the cause is unknown. The product returned for evaluation was one 27cm hemosplit dialysis catheter. Usage residue was seen throughout the sample. The sample was patent to infusion using water from a 12ml syringe. A leak was found emanating from the extension leg of the arterial lumen. Microscopic examination of the leak site revealed a semi-circumferential split. Longitudinal stress fractures were seen extending from this split. Circumferentially opposite this split were similar characteristics, however, the split did not appear to penetrate the tubing wall thus no leak was found at this region. The surface of the split was coarsely granular and irregular. The side profile of the extension leg showed the tubing to be compressed at this region. Tactile evaluation of the sample revealed preferential kinking at the leak site, with the split/damage region located at the apices of the kink. It is possible the extension underwent chemical degradation. The IFU for this device gives the following warnings: ¿alcohol or alcohol-containing antiseptics (such as chlorhexidine) may be used to clean the catheter/skin site; however, care should be taken to avoid prolonged or excessive contact with the solutions(s).¿ and ¿acetone and peg-containing ointments can cause failure of this device and should not be used with polyurethane catheters.¿